Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient stated that he changed out the cassette but reused the same bags. This complaint cannot be confirmed in the lab due to a lack of sample. Per the complaint information, the cause of the complaint is use error. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient (hp) contacted product surveillance on (B)(6) 2011. The hp stated that they received a "check something" alarm on (B)(6) 2011 during self-testing on the homechoice (hc) machine. The hp said they did not call into (B)(4) for assistance in troubleshooting. Per the hp they inspected the supplies and did not notice anything unusual about the cassette. The hp stated they then switched out only the cassette and used the same bags. After doing this the hp was able to complete their therapy. Per the hp their therapy had been going well. The hp had already discarded the supplies, did not know the lot number of the cassette, but provided the product code. There was patient involvement, but no injury or medical intervention reported.